Event description:
It was reported the device was used during a hernia procedure. It was reported the staples double fed from the device. Another device was used to complete the case. There was no consequence to the patient.